Manufacturer narrative:
(B)(4)

Event description:
It was reported that the set screw could not loosen during implant. A different wrench was required to loosen the set screw. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. The v ring set screw was stripped and septum material was present inside the hex cavity.